Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) vancomycin and ip ceftazidime (doses and frequencies not reported) for the indication of peritonitis. The antibiotic therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.